Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a french patient developed mycosis under the lifevest. The patient's doctor prescribed an unknown ointment and advised the patient to remove the lifevest until the irritation healed. The patient's irritation improved and the patient was scheduled to receive an ICD.